Event description:
The consumer's family member alleges the wheels on the walker locked up, causing pt to fall face first over the walker. This allegedly resulted in a broken neck with #1 ans 2 discs to be broken and 3+4 slipped.